Event description:
It was reported that customer used the intermittent catheters, and they have noticed that some of them have a plastic film that was on the tip of it. They also stated that some of them were misshapen and bent and they wounded themself; tried to use one. Customer also stated that the boxes come unsealed, and they were also missing catheters. They should be a box of 30 but customer had received some with 27, some with 25, etc. Hardly ever did customer get all 30 catheters in the box. Customer also wanted answers as to why they were being shipped out bend and misshaped. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that customer used the intermittent catheters, and they have noticed that some of them have a plastic film that was on the tip of it. They also stated that some of them were misshapen and bent and they wounded themself tried to use one. Customer also stated that the boxes come unsealed, and they were also missing catheters. They should be a box of 30 but customer had received some with 27, some with 25, etc.. Hardly ever did customer get all 30 catheters in the box. Customer also wanted answers as to why they were being shipped out bend and misshaped. No medical intervention was reported. Per follow up via phone on (B)(6) 2024, it was reported that within the last month, customer had to visit hospital and was prescribed antibiotics to treat an infection that they obtained due to the trauma of using bent catheters. Customer stated that the way the catheters were packaged caused them to be bent and they were very hard to use unless they were straightened out.

Event description:
It was reported that customer used the intermittent catheters, and they have noticed that some of them have a plastic film that was on the tip of it. They also stated that some of them were misshapen and bent and they wounded themself tried to use one. Customer also stated that the boxes come unsealed, and they were also missing catheters. They should be a box of 30 but customer had received some with 27 , some with 25, etc. Hardly ever did customer get all 30 catheters in the box. Customer also wanted answers as to why they were being shipped out bend and misshaped. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. A potential root cause for this failure could be due to " operator error". The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. Correction- h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "misassembled packaging/component kinked or damaged from supplier". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that customer used the intermittent catheters, and they have noticed that some of them have a plastic film that was on the tip of it. They also stated that some of them were misshapen and bent and they wounded themselves tried to use one. Customer also stated that the boxes come unsealed, and they were also missing catheters. They should be a box of 30 but customer had received some with 27, some with 25, etc.. Hardly ever did customer get all 30 catheters in the box. Customer also wanted answers as to why they were being shipped out bend and misshaped. No medical intervention was reported. Per follow up via phone on 18jan2024, it was reported that within the last month, customer had to visit hospital and was prescribed antibiotics to treat an infection that they obtained due to the trauma of using bent catheters. Customer stated that the way the catheters were packaged caused them to be bent and they were very hard to use unless they were straightened out.